Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a broken sensor electrode after insertion. The customer's blood glucose level was unknown at the time of the incident. The customer stated that when they removed the sensor, there was no electrode. The customer was advised to insert a new sensor but they had no sg value available. The sensor will not be returned for analysis.